Event description:
It was reported there was a catheter cut. It was noted the patient had 'a lot of trouble' with doctors in the past with previous pumps. The patient's physician stuck a needle in his side trying to access the catheter and punctured the catheter. The patient had to see a different physician who removed 'the capsule.' The new physician found 'a cup' of spinal fluid. The physician also found a 7 centimeter piece of catheter left underneath the capsule and a 27 centimeter piece of catheter 'rolled up' and 'stuck up in' his muscle. These were discovered 'a few years ago.' It was noted the physician who attempted to access the catheter was doing surgeries on the patient when he 'still had stitches in.' The patient's status from this event was undetermined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
Additional review indicated that the patient also had nerve damage.

Manufacturer narrative:
(B)(4).